Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. The pump tested normally and the complaint was not reflected in the event history. Service history review had no indication that the complaint was related to a service of the device within the review period. Preventative maintenance was performed.

Event description:
It was reported that the high-pressure alarm was out of specifications. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.